Manufacturer narrative:
(B)(4). Final analysis found that a partial lead was returned. An external abrasion was noted at 14.5 cm to 14.6 cm from the connector pin which breached and exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which triggered auto mode switch episodes. It was suspected that the noise was discovered one month prior at a follow-up. On (B)(6) 2016 the asymptomatic patient presented to the hospital for a scheduled lead revision procedure. Upon opening the pocket, the physician noted the right atrial lead insulation was abraded and was suspected to have been caused by lead-to-can contact. The lead was explanted and replaced. The patient was in stable condition post surgery. No additional information was reported.